Manufacturer narrative:
Citation: sathananthan j et al. Ten year follow-up of high-risk patients treated during the early experience with transcatheter aortic valve replacement. Catheter cardiovasc interv. 2020 jul 6. Doi: 10.1002/ccd.29124. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the patient outcomes and rate of structural valve deterioration following transcatheter aortic valve replacement (tavr) at ten-year follow-up. All data was retrospectively collected from a single center. Between 2005 and 2009, 235 patients underwent tavr and were included in the study population (predominantly male, mean age 82 years). Of those, four were implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. The authors defined structural valve deterioration as a mean transprosthetic gradient greater than or equal to 20 mmhg, or moderate to severe intra-prosthetic aortic regurgitation. All four corevalve patients died during the ten-year follow-up. The causes of the deaths were not characterized. Based on the available information, medtronic product was not directly associated with the deaths. Of the overall study population, 15 patients developed structural valve deterioration/bioprosthetic valve failure during the ten-year follow-up. The median time to develop structural valve deterioration was 6.7 years. One of these patients required surgical aortic valve replacement four years after tavr. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.